Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12oct2020.

Event description:
The customer reported the unit intermittently displayed to check vent battery failed. There was no patient involvement. The customer replaced the battery and the issue was resolved.